Event description:
It was reported that after a da vinci hysterectomy procedure, the cables near the tip of the maryland bipolar forceps instrument were found to be broken. There was no report of fragments falling into the patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The reported complaint that the cables near the tip of the instrument were found to be broken does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the malfunction were to recur.